Event description:
The customer called to report repeated alarms during normal use. Troubleshooting was performed, and the customer did not leave the battery out for an extended period of time. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic and motor assembly. Unable to verify the alarms due to the blank display.